Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The sample has been returned for eval and the investigation is currently underway.

Event description:
It was reported that a pta balloon would not deflate after the first inflation was performed. Several attempts were made to deflate the pta balloon by applying negative pressure. However all attempts proved unsuccessful. In order to remove the device, the physician then inflated the pta balloon to approx 20atm (rbp is 12 atm), causing the pta balloon to rupture. The pta balloon then fully deflated and the device was removed from the pt without further incident.